Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient reported their implant battery was draining faster than it normally did. Patient stated they used to be able to go on with their stimulation for about 2 or 3 days but now it was draining every day. Patient denied making any changes to their settings. During the call patient unlocked their controller and the controller was at 90% and the implant was at 100%. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported the cause was re adjusted settings. The steps taken were readjusted settings. Patient said issue was resolved but they have to reboot sometimes to get it to recharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.